Event description:
Complainant alleges while unloading the patient from the ambulance, the stretcher legs allegedly did not lower. The stretcher then rotated to the right and landed on its side. The patient reported alleged pain to the right flank.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainants site. A visual and functional evaluation was conducted. The technician found the stretcher to be in proper working order and was unable to find any issues that would have contributed to the legs not lowering. The IFU provides clear instruction for maintaining control fo the device at all times. No further details were provided pertaining to the alleged patient injury or if any further intervention was sought.

Event description:
Complainant alleges while unloading the patient from the ambulance, the stretcher legs allegedly did not lower. The stretcher then rotated to the right and landed on its side. The patient reported alleged pain to the right flank.